Event description:
A patient was enrolled in the study in 2007, with 1-vessel disease. The main indication for the intervention was an anterior acute myocardial infarction. The lesion initially treated was in the proximal left anterior descending (lad) branch. A 3.5 x 28mm cypher select plus stent was electively implanted at 12 atm. It was noted that during the procedure, the pt had an episode of ventricular fibrillation due to reflow. Defibrillation was successful.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.